Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device was unable to obtain an ECG signal via electrode pads and was unable to auto escalate the joules. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical united kingdom for evaluation. The customer's report of "unable to obtain an ECG signal via electrode pads" was attributed to the user being in the wrong lead view. A review of the device log indicates the device recognized pads three minutes into the case, but no ECG signal was displayed because the device was in 12-lead view. Although the user attempted to troubleshoot the connection, the device still failed to display an ECG signal because it remained in the 12-lead view during the rest of the case. The customer's report of "unable to auto escalate the joules" was not replicated or confirmed. The device was put through extensive testing without duplicating the report. The device log confirms the user delivered three total shocks, all of which were at a value of 120j. However, button presses are not recorded in the log so it cannot be confirmed if the energy select buttons had been pressed to disrupt auto escalation. The logs on the device logs have been cleared and the customer's configuration has been reprogramed as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.